Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01329 and 3005099803-2011-01330. It was reported to boston scientific corporation that two resolution ii clip devices were used to treat a bleed in the duodenum during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2011. According to the complainant, during the procedure, a resolution ii clip (manufacturer report # 3005099803-2011-01329) was deployed; however it failed to release from the catheter. The clip fell off the tissue and did not cause additional bleeding or damage. The physician attempted to remove the clip from the patient; however, the clip came off the catheter inside the scope channel. The physician removed from the scope from the patient and the clip fell out of the scope onto the table outside the patient. The physician re-introduced the endoscope into the patient and a second resolution ii clip was used. The second clip was deployed; however, the same issue occurred and the clip failed to release from the catheter. The clip fell off the tissue and did not cause additional bleeding or damage. The second device was removed from the patient with the clip assembly still attached to the delivery catheter and the physician aborted the procedure. Clinical follow up confirmed that the patient's bleeding was resolved.